Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd connecta¿ stopcock during use. The following information was provided by the initial reporter, translated from (B)(6): "arterial sampling for gas analysis coupled with a blood test. Assembly of the necessary equipment, i.e.: needle + 3-way valve during collection, the blood is drawn up through the central hole in the top of the 3-way stopcock. Consequence: exposure to blood".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd connecta¿ stopcock during use. The following information was provided by the initial reporter, translated from (B)(6): "arterial sampling for gas analysis coupled with a blood test. Assembly of the necessary equipment, i.e.: needle + 3-way valve during collection, the blood is drawn up through the central hole in the top of the 3-way stopcock. Consequence: exposure to blood".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the sample. Initial examination of the sample showed that there was damage on the stopcock of the sample. The sample underwent internal leakage testing and leakage was observed. Bd determined that the cause of the failure can not be related to manufacturing. Two manufacturing facilities handle the production of this product and none of their processes were able to replicate the failure seen on the sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood leaked from the bd connecta¿ stopcock during use. The following information was provided by the initial reporter, translated from french: "arterial sampling for gas analysis coupled with a blood test. Assembly of the necessary equipment, i.e.: needle + 3-way valve during collection, the blood is drawn up through the central hole in the top of the 3-way stopcock. Consequence: exposure to blood".